Event description:
It was reported that the customer experienced elevated blood glucose levels (+400 mg/dl). Reportedly, it is normal for the customer's blood glucose levels to fluctuate.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant info be received a supplemental form will be completed. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).